Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant was extended beyond the distal end of the shuttle cartridge. The advancer tube was separated from the device which indicated that the device may have been manipulated by the user. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the provided information and the investigation performed, the root cause of the failed deployment could not be conclusively determined. However, it was reported that the procedural sheath was accidently removed and advanced back into place before the deployer shuttled down to deploy the sealant. This step may be a contributing factor to the reported failure to deploy incident. The root cause of the hematoma could not be conclusively determined. The review of the lhr (lot f1524307) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that when the mynx vascular closure device was being pulled back, scar tissue from the groin previously being accessed was "grabbing" the procedural sheath and the sheath was unable to be pulled back with the mynx vascular closure device balloon. The doctor "walked" the procedural sheath back with his free hand, but accidentally removed the procedural sheath. He advanced the procedural sheath back into place and shuttled down the sealant; however the sealant could not be delivered to the artery. The sealant was reported to be jammed in the mynx vascular closure device. A hematoma of less than 6 cm developed after the balloon was deflated. Manual pressure was held for 30 minutes or less to resolve the hematoma. The patient's hospitalization was not prolonged as a result of the event. No further information is available. Vessel location: peripheral vessel size: 6 mm sheath size: 6f stick location: medium.